Event description:
During a breast core biopsy, two separate achieve 18g needles failed to obtain core sample. The pt had to have a larger coax placed and had to switch to a 16g needle. Dates of use: 2008. Diagnosis or reason for use: breast biopsy.